Manufacturer narrative:
Replaced power management board (pmb) to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, the unit restarted many time during pre-use checkout. There was no reported patient involvement.